Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that, the user experienced hyperglycemia with blood glucose exceeding 400 mg/dl for approximately 3.5 hours while using the system. Troubleshooting identified that the insulin delivery line was disconnected. The user was advised to reconnect the line and allow time for glucose levels to decrease and was guided through data synchronization due to missing recent data. The reported symptoms included hyperglycemia. The outcomes included no hospitalization and no device alerts or alarms. The investigation included remote troubleshooting and education regarding proper insulin delivery connection and data synchronization procedures. Review of the case revealed user-related disconnection of insulin delivery, with no device malfunction reported. Based on previously established findings for similar reports, it was concluded that the cause was undetermined. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.